Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd intima ii¿ IV catheter prn adapter there was leakage. The following information was provided by the initial reporter. The customer stated: "fluid leakage occurred in the prn during an enhanced CT of the patient."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-25. H6: investigation summary: a device history review was conducted for lot number 1111466. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the prn component of the affected device was returned to aid in our investigation. Our engineers were unable to identify any structural damage to the component. The prn was also attached to a surrogate intima-ii and exposed to leakage testing. During the course of testing no leakage developed suggesting the component did not suffer any microscopic damage. Based on your description of the event, our engineers believe that the most likely root cause for this event is related to the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported when using the bd intima ii¿ IV catheter prn adapter there was leakage. The following information was provided by the initial reporter. The customer stated: "fluid leakage occurred in the prn during an enhanced CT of the patient."